Event description:
User facility voluntary medwatch was received that stated the following; "pt receiving continuous infusion fluorouracil over 46 hours via a hospira gemstar pump. Within the first 24 hours the pt reported the chemotherapy infusion was leaking fluid from the filter of the pump tubing set. The leak occurred at the side seam of the filter. The pt was educated on proper spill clean up procedures for clean up of a hazardous medication spill. The pt did have direct skin exposure to the leak. No adverse events have been reported. A nurse assisted with the clean up and tubing change. Rx details: fluorouracil 4248 mg in 0.9% sodium chloride IV over 46 hours via infusion pump. The order was compounded on (B)(6) 2013 and connected on (B)(6) 2013." Upon further query, the following info was provided that indicated a leak. On (B)(6) 2013, the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified concentration of fluorouracil 4248 mg, at an unspecified rate, for a duration of 46 hours, via a gemstar pump. No further programming parameters were provided. It was reported that within 24 hours after the delivery was started, an unspecified volume of solution leaked at the side seam on the filter of the tubing set. The customer contact reported that an unspecified volume of solution came in contact with pt's skin. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer contact reported that the device was discarded. During the investigation, no possible causes for the customer reported leak was identified. The device was not returned to hospira for testing and investigation; therefore attribution of the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.